Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that user attempted to load a disc and 90 slices displayed on the grey pop up box. Only 2 slices showed in the patient import screen. Rep provided an email from the rt that said "our fd systems are not your normal CT slice acquisition type. These are angio dsa rooms that acquires a volume of images during our CT acquisition that is then sent to our xtravision workstation that renders the slices, thicknesses, slice angle, views, etc there. Acquisition is only one sweep around the patient not multiple slices with multiple spins. Your document appears to be looking at a normal dedicated CT machine protocol." There was no patient present during the event.